Event description:
A nurse from (B)(6) reported a patient has drain pain during the last drain. An x-ray showed air under the patient's diaphragm. The nurse reported the patient experiences radiating chest pain while using the homechoice machine. The nurse alleges a possible machine malfunction. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed as a device problem. A review of the device history record no issues that may have contributed to the reported difficulty. Review of the product evaluation report revealed there was no evidence during the evaluation to support the reported device malfunction.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. An attempt was made to obtain additional information on this report, however, baxter (B)(4) stated there was no further information. A follow-up report will be submitted upon completion of baxter's investigation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.